Event description:
It was reported that during a da vinci-assisted oophorectomy, the long bipolar grasper broke, and fragments fell. The pieces were retrieved from patient's abdomen. The procedure was by more than thirty minutes but was completed robotically with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the long bipolar grasper instrument was observed to have damage of exposed wires. The surgeon noticed issues with functionality of the instrument following breakage, however, it was denied that the instrument collided with any other instrument or hard material during the surgical procedure. A hysterectomy procedure was being performed when the device fragments fell inside the patient and it was denied that the fragments fell inside the patient during an instrument tip/accessory collision. All fragments were retrieved with utilization of a new da vinci instrument and confirmed with a post-operative x-ray. No additional surgical procedure was required to remove the fragments and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of a foreign object. The instrument was not removed during the procedure prior to breakage and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgeon was noted to believe that "cheap production" of the instrument caused the instrument to break leading to the fragment falling incident. The procedure was completed robotically with a back-up da vinci instrument.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
Refer to h10/h11 for follow-up information.